Manufacturer narrative:
This report is being filed on an international product, list number: 191-000 that has a similar product distributed in the us, list number: 190-000. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot: m188167 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 191-000 / lot: m188167, test base part number: 190-430 / lot: m188167. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot: m188167 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference; substances in the sample itself may have interfered with the reaction

Event description:
The customer reported a false negative result with the ID now covid-19 assay on a direct tested copan swab using an unknown sample type performed on (B)(6) 2022. Confirmation testing was not performed. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
This report is being filed to correct the product code that was inadvertently set as qkp.